Event description:
It was reported that during a low anterior resection procedure, during two back to back procedures, the surgeon reported misfires/incomplete staple lines on the device. He had to hand sew the impacted area if the anastomosis to complete the case. There were no patient complications per the surgeon. There was an increase in the case time to hand sew the anastomosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.